Event description:
Additional information was received from a consumer. It was reported that the patient was not sure what led to the broken lead. It was noted that it hurt and the patient could not use. The patient would be seeing their doctor and hoped to have it fixed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0f2w6, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that in 2015 the patient was told by a manufacturer representative that they have a broken lead and would have to get it fixed surgically. The patient did not follow through at the time because their healthcare provider (hcp) no longer took the patient¿s insurance. The patient requested hcp listings.

Event description:
Additional information was received from the patient. It was reported that they have scheduled an appointment with their healthcare provider on (B)(6) 2017. The patient reported that the circumstances leading to the broken lead could have included a chance in program to increase it but they did not know if that did anything. The patient reported that they experienced a burning sensation. The patient did not yet know about steps that would be taken to resolve the broken lead.